Event description:
At the start of a routine hemodialysis treatment blood was observed leaking from the tubing junction at the header of the dialyzer. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 250cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was discarded and available for eval. The reported event cannot be confirmed. A review of the reported cartridge lot number found no other similar complaints reported. Nxstage medical considers this report closed. No additional info will be provided.